Event description:
It was reported that the customer had multiple no deliver alarm on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer mother states issues was resolved by a set change. Troubleshooting was performed and the set will be changed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and inspected the reservoir, snap-cap, and septum for anomalies. None were found. Tested the reservoir for occlusions, and none were found.